Manufacturer narrative:
Device evaluation was not possible as the instrument was not returned to the manufacturer. Manufacturing records could not be reviewed as the lot number was not provided. A two-year complaint history review did not reveal any previous reports of this nature for this part number. Engineering review of the info provided could not determine the exact root cause of the reported issue. It was noted that if the reducer is activated while the inserter is not fully seated against the tulip head of the polyaxial screw, the pins on the inserter will not be aligned with the holes in the tulip head causing the pins on the reducer to bind against the tulip.

Event description:
It was reported that during a procedure performed on (B)(6) 2014, the rod persuader would not come off of the screw. As a result the construct loosened and the rod and screw had to be removed. It was indicated that this was the first time this doctor had used this system. No further info was provided.